Event description:
It was reported the patient underwent a right hip revision surgery due to motion limiting heterotopic bone formation and pain. The liner and femoral head were exchanged and the heterotopic bone was removed from the pelvis and femur.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, heterotopic bone growth is a known complication of surgical procedures, as well as the zero degrees anteversion, are contributing factors for the revision. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.